Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation was unable to reproduce the customer's reported symptom of system error 322. Review of the history log shows multiple system error 322. Evaluation has led to the determination that the lower auxiliary assembly was failing. The lower auxiliary assembly was replaced.